Manufacturer narrative:
The reported event of noise leading to oversensing was confirmed. As received, a partial lead was returned in two pieces. The lead was dissected and an inner insulation abrasion was observed proximal to the suture tie impression. The cause of the reported event was due to inner insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. The atrial lead was explanted to resolve the event. During the procedure, the device was explanted and replaced due to a pocket infection. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-09362.